Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and a polarity switch. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead - (B)(6) 2003. (B)(4).